Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dislodgement of the left ventricular lead was discovered during follow-up. No patient symptoms were reported. The lead was successfully explanted and replaced on (B)(6) 2016.